Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was high at 520 mg/dl. The customer was assisted with clearing the alarm and she then received a low reservoir alert. Customer was advised the no delivery was probably caused by the low reservoir which had 12 units left. Customer stated she would change the set and call back if issue continues.